Event description:
It was reported that the patient had withdrawal-type symptoms. It was noted that the patient had significant spasticity especially in their lower extremities and was ¿almost locked up.¿ it was reported that an issue with the catheter was suspected. It was noted that they thought perhaps there was a kink or holes in it. It was reported that they were unsure what the actual drug in their pump was when this occurred. It was noted that it was supposed to be 2000 mcg/ml baclofen at 1300 mcg/day however they were suspecting perhaps it really was 500 mcg/ml or some other concentration. It was reported that the day of report they replaced with gablofen 2000 mcg/ml and did the removing system contents procedure to remove all the old drug from the reservoir, pump tuning and catheter. It was noted they also did a dye study after that, however the healthcare provider (hcp) was unsure why. It was reported that the patient was sedated, so they planned on reducing the dose to 1000 mcg/day. It was noted that the hcp wanted to prime the catheter since it was now empty because of the dye study. It was reported that the dye study will have been done ~ 3 hours prior to the patient programming the prime. It was noted that the pump was currently used to infuse baclofen, unknown type. It was later reported that the patient was having intermittent withdrawal and underdose symptoms. It was noted that the pump interrogation was fine including logs, catheter can freely aspirate. It was reported that the actions required as a result of the event included hospitalization. It was noted that action was not yet taken but planned included ¿replacing the whole system this afternoon.¿ it was reported that dye study and logs were checked. It was reported that 2000 mcg/ml of baclofen at 800 mcg/ml specified as lioresal was infused by the pump. It was noted that the catheter can aspirate freely but the patient was still having both overdose and underdose symptoms. It was noted a dye study and x-rays were performed. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient¿s symptoms included altered mental status, fever and less than 50% therapy relief. It was reported that the location of issue or symptoms was all 4 extremities.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter, serial number (B)(4), found an explant related catheter body hole. Analysis of the catheter, serial number( B)(4), found sc catheter connector tear in seal near guide ring. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID 8578, serial# (B)(4), explanted: (B)(6) 2014, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient had to have a system replacement surgery on (B)(6) 2014. Per returned paper work, there was a potential performance issue. It was unclear from the return paper work whether there was a performance issue with the pump or catheter. It was noted that the patient experienced alternating over/under dose symptoms after a pump replacement in (B)(6).

Manufacturer narrative:
(B)(4). Concomitant medical product: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received had symptoms of fluctuating course of increased spasticity alternating with weakness, loss of tone, and lethargy. It was noted that the likely cause of the event was a problem with the pump/catheter interface but it was unclear. It was noted that a dye study was completed and was unremarkable. It was reported that there was a catheter revision was completed on (B)(6) 2014 that revealed the catheter connector was not properly seated on the pump. It was noted that tone was well controlled for approximately 3 days after the revision; then worsened. It was reported that the patient subsequently underwent a total system replacement on (B)(6) 2014 with catheter tip placement at t9. It was noted that the patient was doing well since the total replacement and recovered without permanent impairment. It was reported that other information of importance included that the patient underwent a pump replacement on (B)(6) 2014 for end-of-battery life. It was noted that prior to this time, the patient's tone was well-control led and stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.